Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vision side cart (vsc) common compute controller (ccc) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found this issue is not associated with an error code so it could not be confirmed via system logs. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was confirmed bricked through vmware. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a bricked ccc.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was not completing the power-on self-test. The site cycled the breakers and swapped the blue cable, but the system still did not complete the self-test and did not fault. The tower did not count down when powered off, and the insufflator displayed "disabled." These issues pointed to a common compute controller (ccc) problem, most likely with the tower ccc. The procedure was completed as planned with no reported injury.